Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that time and date on insulin pump changes intermittently and customer was changing new battery nut same issue was persist. Customer reported that only numbers on the account was not a working number, not able to obtain information. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.